Event description:
The customer contacted philips healthcare to report that "the device prompt a red x, because the battery is too low, no self-inspection after charging, then the device prompt battery failure". There was no reported patient involvement.